Event description:
It was reported that during a sigmoid under coelioscopy procedure, blocking with the first clamp before stapling (charger ecr60d lot l4fa4x). No staple posed. Use of a second clamp of the same reference and the same lot (charger ecr60b lot j4a89h) but the clamp is automatically opened after stapling. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Device was received for analysis with no visual non-conformances and with two cartridge reloads present. Cartridge (b) ecr60b, was received loaded on the device and fully fired. Cartridge (c) ecr60d, l54l7f was received partially fired 1/16 and the one piece sled was found to be broken in the area that interacts with the knife, making the reload non-functional. The device was tested for functionality in using a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the one piece sled became damaged, it should be noted that as part of our quality process, 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).